Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of noise observed on the right ventricular (rv) lead. During the replacement procedure, insulation damage was observed on the lead due to clavicular crush. The lead was explanted and replaced and the patient was stable.